Event description:
It was reported that the patient experienced a lower heart rate than the implantable cardioverter defibrillator (ICD) was programmed for. The ICD was not able to be interrogated due to early elective replacement indicator (eri). It was noted that the patient had fallen about five months earlier. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).